Manufacturer narrative:
A ge service rep performed an on site investigation. The system was upgraded from a (B)(4), and a dose area product (dap) calibration was performed. Calibration and configuration files were saved to backup. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported that the system locked up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.